Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced for an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the device and this right atrial (ra) lead exhibited loss of capture. The ra lead was surgically abandoned. No additional adverse patient effects were reported.